Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed half of the optic and part of a haptic was torn off and missing. The other haptic was also torn and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the trailing haptic was overriden by the injector and sheared during insertion. The incision was enlarged but no suture were needed. The reporter stated the incident was due to a loading error. Another lens was implanted.